Event description:
When using cryoprobe during scleral buckle, while depressing foot pedal of unit, a "pop" was heard and cryoprobe noted to have torn in area closer to unit. Probe not being used on pt.

Event description:
When using cryoprobe during scleral bucklet, while depressing foot pedal of unit, a "pop" was heard and cryoprobe noted to have torn in area closer to unit. Probe not being used on pt.